Manufacturer narrative:
Pump received with flashing white display anomalies. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using thump due to flashing white logo. Pump was cut open to perform visual inspection and moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator or corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify flashing medtronic's logo, absences of alarms, audio / vibrate anomalies and unable to confirm no delivery occlusion alarms due to flashing medtronic alarm display. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, fading serial number label and cracked battery tube threads. Flashing white display was confirmed during analysis due to moisture damage on pcba 1 / pcba 2. Unable to verify flashing medtronic's logo, absences of alarms, audio / vibrate anomalies and unable to confirm no delivery occlusion alarms due to flashing medtronic alarm display. Unit was confirming damage at belt clip area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported insulin flow blocked, damage to the pump clip rail, white screen, medronic logo on screen and pump was vibrating. The customer reported blood glucose value of 349 mg/dl for hyperglycemia. The customer reported blood glucose value of 59 mg/dl for hypoglycemia. The customer reported hyperglycemia treated with manual injection. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) unomedical, mmt-332a, mmt-1715kl. Troubleshooting was performed for blank screen. Troubleshooting was not performed for the harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No product return is required for unomedical, mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned. The customer will discontinue using the device.